Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the parent that the patient¿s blood glucose displayed as ¿high¿ on the sensor while wearing the pod on the arm for between 4 and 24 hours. The parent reported that a ¿high¿ display was observed, which may correspond to blood glucose values greater than 400 mg/dl. During follow-up, the parent reported that the pink slide had not moved forward when the pod was activated. Upon pod removal, the cannula was reported to appear normal. Redness at the application site was noted following removal. As treatment, a bolus dose of insulin was administered and a new pod was placed. No medical intervention was sought.